Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms or battery out limit alarms noted during our testing. The insulin pump passed displacement and off no power tests. The operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 180mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.